Manufacturer narrative:
MDR report 2518422-2021-08332 was inadvertently filed as a product malfuntion; therefore, this correction is being filed to reflect that there is patient harm associated with this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headaches and sinus issues. The patient did receive medical intervention in the form of medications. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headaches and sinus issues. The patient did receive medical intervention in the form of medications. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external part of the device and found an unknown contaminant on the flip doors of the sd card and module, top enclosure, outside and inside of the iso port of the rear panel, and on the blower box. An observation was made of discoloration to the top enclosure, blower box, front panel, bottom enclosure, and rear panel. A large amount of unknown contaminant was present on the o-ring of the rear panel and inside the outlet of the blower box. A hair particle and dust contaminant were observed on the bottom enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. A hair-like particle was also observed on the blower box. The blower impellers were heavily contaminated with an unknown dust contaminant, as well as inside the blower seal and blower. An unknown contaminant was observed around the outside of the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer powered up the device. During the confirmation of therapy, they were able to confirm that there was no airflow, blower was not working, and a "service required" screen came on. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 instances of e-20 (err_motor_spinup_flux_low), a reboot error that is escalated to a stop error due to multiple instances within a 24-hour period. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged headache, sinus issues, hacking cough and it is extremely rough. There was no medical intervention required by the patient. The reported events of headache, sinus issues, hacking cough was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.